Manufacturer narrative:
B5. Describe event or problem - updated. D9. Device avail for evaluation, returned to manufacture date - updated. H6. Evaluation method, result, conclusion codes - updated.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat atrial fibrillation in the left atrium, a faradrive steerable sheath clear was selected for use. The front end of the faradrive steerable sheath clear was slightly collapsed, and the faradrive steerable sheath clear could not be inserted into the body after many attempts. The procedure was successfully completed with another faradrive steerable sheath clear. No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis. It was further reported multiple attempts were made to expand the skin; however, the faradrive steerable sheath clear could not be inserted into the body. The physician attributed the issue to the black part at the front of the faradrive steerable sheath clear.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat atrial fibrillation in the left atrium, a faradrive steerable sheath clear was selected for use. The front end of the faradrive steerable sheath clear was slightly collapsed, and the faradrive steerable sheath clear could not be inserted into the body after many attempts. The procedure was successfully completed with another faradrive steerable sheath clear. No patient complications have been reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis it was further reported multiple attempts were made to expand the skin; however the faradrive steerable sheath clear could not be inserted into the body. The physician attributed the issue to the black part at the front of the faradrive steerable sheath clear.

Manufacturer narrative:
The returned faradrive sheath observed a successful insertion during device-to-device interaction with the native dilator. The ID and od dimensions of the faradrive shaft and dilator were measured and found to be within specification. Microscopic examination of the sheath tip observed notable deformations along the outer diameter. The distal end of the sheath tip exhibited a bulbous appearance, resulting in lack of a tapered shape. The outer diameter exhibited increased thickness and a flattened profile, resulting in a pronounced step transition and gap at the interface between the dilator od and sheath tip ID when the dilator was introduced.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat atrial fibrillation in the left atrium, a faradrive steerable sheath clear was selected for use. The front end of the faradrive steerable sheath clear was slightly collapsed, and the faradrive steerable sheath clear could not be inserted into the body after many attempts. The procedure was successfully completed with another faradrive steerable sheath clear. No patient complications have been reported. The product is expected to be returned.